Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported a high blood glucose (bg) event. The patient indicated that he had just gotten up and noticed that the pump appeared to have lost power. He stated that the pump had no tones or vibration but there was a little light at one corner of the screen. The alleged issue was not resolved after replacing the pump's battery. He also noted that the pump's screen was shattered. The alleged display issue is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. He admitted to dropping the pump at work that day. However, he denied that the pump suffered any damage with the drop. At this time, it is unclear as to when the alleged shattered display issue was first noticed by the patient. At the time of contact with anm, the patient had a bg level of "271 mg/dl" with symptoms of nausea, feeling lousy, muscle pain, and dehydration. The patient reportedly drank 1 liter of water around the time he contacted anm. The anm representative involved in this contact advised the patient to go to an ER or call 911. The patient stated that he could manage by himself and that he had a backup plan for insulin delivery. The patient denied that the pump had any damage to the battery compartment or battery cap. He also denied that the pump had any power issues. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed an elevated bg level with symptoms suggestive of severe hyperglycemia. However, at this time, it is unknown if the pump and/or use-error contributed to the patient's injury. It is unclear as to when the alleged display issue occurred in relation to when his bg level became elevated. In addition, it is unknown what actions the patient took in response to the display issue.